Event description:
The customer received questionable d-dimer results for one patient sample when tested on the cobas h232 meter serial number (B)(4). The initial result using heparinized whole blood was 350 ug/l and the repeat result on a siemans sysmex ca 1500 using citrated whole blood was 650ug/l. Another citrated whole blood sample from the patient gave a result of 700ug/l on a biomerieux vidas analyzer. No information was provided to determine if any erroneous result were reported outside the laboratory or if the patient was adversely affected. As part of the investigation, another cobas h232 meter was tested with retention material lot number 28096510 with two spiked blood samples. The results of all measurements fulfilled the requirements.

Manufacturer narrative:
The patient was transferred to the hospital "to the urology" for further analysis. During the analysis, the hospital repeated the d-dimer test. No further patient information was provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
.

Manufacturer narrative:
The cobas h232 meter and cardiac d-dimer strips used for the initial testing were returned for investigation. All investigation measurements fulfilled the requirements. The meter was further tested and the failure was not reproduced. It was determined the system was working according to specifications. No adverse event was reported.